Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that a patient implanted with this inflatable penile prosthesis (ipp) experienced a corpora cavernosa rupture during ongoing use of the device. The rupture was treated and the entire ipp was removed and replaced. No additional patient complications were reported.